Event description:
A report was received that the patient developed bumps around the midline incision. The physician has decided to open the midline incision and check the area.

Manufacturer narrative:
Additional information received indicated that the bumps the patient was experiencing were cysts. The physician removed the cysts and does not believe they were device related. The patient is reportedly doing well.

Event description:
A report was received that the patient developed bumps around the midline incision. The physician has decided to open the midline incision and check the area.